Event description:
Complainant alleged that during incoming inspection, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The actual onesteip complete electrode pads from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 3222d were investigated.  Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. No trend is associated with reports of this type.